Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: damaged strain reliefs with fluid ingress and fluid ingress throughout power cable assembly. The reported event of a backup battery fault alarm was confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller (serial number: (B)(6)). The log files collectively contained approximately 16 days of relevant information ((B)(6) 2024 per timestamp). At 17:27:45 on (B)(6) 2024, a backup battery fault alarm activated due to the battery not passing the load test. At the time of the alarm¿s activation, the difference between the loaded and unloaded voltages of the battery was measured to be outside of the designed threshold. The observed alarm did not impact the ability of the controller to operate the pump at the intended speed. At 10:16:47 on (B)(6) 2024, the driveline was disconnected, which is consistent with the reported controller exchange. The backup battery fault alarm stayed active until the controller was shut down. The returned heartmate 3 system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing procedures, the battery passed multiple load tests and atypical alarms were not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (rev d - section 2 ¿how your heart pump works¿) provide instructions on how to properly replace the system controller backup battery. This section also instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2024 at approximately 5:30pm, the patient had an alarm on their system controller. The patient appropriately called the left ventricular assist device (lvad) emergency line at their hospital. The patient had been on battery power all day and was without physical complaint. The patient was instructed to clean the external battery connectors and was instructed to connect to wall power and see if that fixed the issue. If not, they would need to come to hospital for a controller change. Wall power did not fix the problem, but the patient did not want to come to the hospital overnight. The patient presented on (B)(6) 2024 for a controller exchange. Their new controller did not show internal battery fault. It was noted that the patient had an internal battery fault in (B)(6) 2023 and had an internal battery replaced at that time. It resolved the fault alarm until now. The event log file contained the onset of backup battery faults on (B)(6) 2024. The controller periodically performed an internal load test on the backup battery (bb) and it appeared the bb was not passing this test.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.